Manufacturer narrative:
Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated when this production order was manufactured. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that during the implantation of a za90030210 intraocular lens (iol) the patient moved and the surgeon could not get the iol into the correct position; there was a dislocation. The incision was enlarged and the iol was removed. A vitrectomy was performed and a anterior chamber lens was used instead. The iol was discarded; the report indicated that there was no patient injury.